Event description:
The lesion being treated was a moderately calcified, 70-80% stenotic lesion in a moderately tortuous right coronary artery (rca). After predilation the physician attempted to reach the lesion with a taxus express2 3.0 x 8 mm drug eluting stent. However, the taxus stents was unable to cross the lesion. Consequently, the stent was never deployed and no stent damage had occurred. No patient injuries or complications were reported. Patient status is reported as "satisfactory/good". However, the returned product confirmed that there was stent damage.